Manufacturer narrative:
Model number/catalog number: sc-2218-70. Serial number : (B)(4). Batch/lot number: 16054705/16070359/16187998. Model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent lead replacement procedure. No device malfunction was suspected and the patient was doing well postoperatively.